Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc por lat fmrl 11x142 cat# 11-103205 lot# 188920, m2a-magnum mod hd sz 48mm cat# 157448 lot# 721120, m2a-magnum 42-50mm tpr insrt-6 cat# 139252 lot# 060800. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00023, 0001825034 -2020 -00025, 0001825034 -2020 -00026.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently the patient was revised approximately 10 years later due to pain and elevated metal ion levels. The femoral head and taper adapter were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer, as well as the x-rays show no evidence of loosening, malfunction of the implant, corrosion, or osteolysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.